Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix was retracted clogged with blood/tissue as received. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that patient presented for implant procedure. During procedure it was noted that the right ventricular lead helix was failing to extend. The procedure was completed using a different lead. The were no patient consequences.